Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. The customer's blood glucose level was approximately 200-370 mg/dl.